Event description:
The insulin pump was returned for functional testing.

Manufacturer narrative:
The insulin pump alarmed failed battery test and the display was blank, due to moisture damage in the battery tube and on the battery cap.